Event description:
It was reported that during preparation for an inflatable penile prosthesis (ipp) implant procedure, the physician noticed a foreign object in the reservoir. A different component was used for the procedure. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ams 700 underwent a thorough analysis. The reservoir was visually examined, and leak tested identifying the foreign material was on the surface of the reservoir shell. There were no visual damages or abnormalities noted and no leaks were found. The foreign material identified being present in the device was most likely due to the reservoir being dropped on the floor and noticed at preparation procedure. Based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during preparation for an inflatable penile prosthesis (ipp) implant procedure, the physician noticed a foreign object in the reservoir. A different component was used for the procedure. There were no patient complications.